Event description:
It was reported that an increase to an existing pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A baseline effusion was noted. After deployment of the closure device, it was believed possible the effusion slightly increased; however, it was not clear. No measurements were taken. No interventions were performed. The patient was in stable condition. Patient was discharged home the following day without further complications.